Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer got a liquid level detection alarm on the cobas 6000 e 601 module. The reservoir cup cleaning procedure was performed. The customer ran 1 patient sample 3 times and discrepant elecsys ft3 iii (ft3 iii) and elecsys ft4 ii (ft4 ii) results were identified. It is not known if erroneous results were reported outside of the laboratory. The initial ft3 iii result was 1.94 pg/ml. The repeat results were 4.24 pg/ml and 3.90 pg/ml. The initial ft4 ii result was 3.03 ng/dl. The repeat results were 1.86 ng/dl and 3.30 ng/dl. There was no allegation that an adverse event occurred. The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site and replaced the pinch tubing as the customer had no experience doing this. The fse found that the waste tubing connecting the reagent probe wash station to the sipper wash station was blocked. This would cause poor cleaning of both the sipper nozzles and the reagent probe which would cause variations in results due to carryover. The fse cleaned the connection and the customer ran qc 3 times with acceptable results. The issue was solved by the service action. Product labeling indicates the rinse stations should be cleaned by the customer weekly.